Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button on the pump would intermittently stop working. The button had to be pressed in a very specific part of the button in order to wake the pump. The customer's blood glucose level was not impacted. The customer chose to continue to use the pump for insulin therapy.